Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include hypovolemia which is outlined along with potential actions to take. Low flow may occur if the alarm threshold is set too close to the average flows. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that on (B)(6) 2016 the patient reported to have had suction alarms. The patient was encouraged to take fluids and the patient later reported that the alarms went away once she got up and moving around. On (B)(6) 2016 it was reported that the patient presented with driveline issue and noticed that she has had a lot of lvad issues recently, mostly low flows. It was stated that the patient has been asymptomatic during these episodes, "no lightheadedness, shortness of breath or other symptoms and otherwise feeling well." Patient has reported low flow alarms have been going on for the past few days. Upon device interrogation there have been frequent low flow alarms, 1 vad stop alarm on (B)(6) 2016 at which time the patient exchanged her controller with direction from the vad coordinator. It was also stated that the driveline x-ray's obtained upon admission are unable to locate a fracture however driveline has been chronically twisted. The low flow alarms have been unable to be reproducible. Patient reports feeling well throughout these events, asymptomatic. On (B)(6) 2016 the patient underwent interrogation of her vad which showed a low flow alarm. Found to have a chronically twisted driveline. The patient's batteries were replaced and remote controller was also replaced. On (B)(6) 2016 the patient was discharged home hemodynamically stable, afebrile and tolerating a diet, she was therapeutically anticoagulated at goal inr." No additional information available.

Manufacturer narrative:
A review of the controller log files associated with the event captured in (B)(4) confirmed the suction alarms. One suction alarm and 23 low flow alarms have been logged since (B)(6) 2016. Log report shows parameters to be within normal operation. Waveform trends of this nature are indicative of normal pump operation. Clinical correlation is required. In addition 1 critical battery alarm has been logged for battery (B)(4). Data file shows the battery capacity for (B)(4) was above 10% at the time the alarm was logged. Pump, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed suction and low flow alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.